Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: should any resistance be felt at any time when withdrawing the stent delivery system or post-dilatation balloon into the guiding catheter, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or delivery system components. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The xience skypoint device is not currently commercially available in the us; however, the device is similar to a device sold in the us. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous right coronary artery. After pre-dilatation with an unspecified balloon, a 3x48mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy, and the shaft became kinked. The sds faced resistance with the anatomy during removal, and force was applied. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.